Event description:
The electrode array of the pt's device was inadvertently placed outside of the cochlea during the initial surgery. The device was explanted and the pt was reimplanted with a new device.